Event description:
Info received indicates fluid ingress into the siderail ucm board.

Manufacturer narrative:
The hill-rom tech found fluid ingress in the siderail ucm board causing the board to fail. The tech replaced the ucm board, and siderail gaskets to repair the bed.